Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer had symptoms such as sleepy and treated with insulin pen. Troubleshooting was performed. Customer stated that cannula was bent. There were no leaks or air bubbles. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was under delivering. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.